Manufacturer narrative:
The device was received for evaluation. During functional testing, the screen issue was reproduced at power up; the device powered on and alarmed, however, the screen was not working and was completely black. Visual inspection of the front door cover identified the ui to fp flex was disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a disconnection of ui to fp flex. Once the fp flex was properly connected, the device was able to power on as expected. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump does not turn on during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.